Manufacturer narrative:
The reported events were lead dislodgement, sensing anomaly, and increase of capture threshold. As received, a complete lead was returned in one piece with helix found to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The reported events of sensing anomaly and increase of capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during a follow up in clinic, oversensing and an increase of capture threshold were noted on the right ventricular (rv) lead resulting in the patient experiencing dizziness. The oversensing and inadequate capture were suspected to be due to dislodgement of the rv lead. X-ray imaging was performed and no rv lead abnormalities were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.